Event description:
It was reported that "incident occurred while repositioning the patient who was intubated and ventilated at the time. After rolling, I was removing the glide sheets that was underneath the patient. His central venous catheter (cvc) was in the right side of the neck at the time of the incident. There was one port on the cvc that was not connected to any infusions and while I was removing the slide sheets by pulling, the port must have become stuck in the glide sheet and the white port and bionector that was attached to the white port snapped off. I heard a loud pop and saw that there was now an open line on the cvc." Additional information was requested but was not available at the time of the report.

Manufacturer narrative:
(B)(4). The customer provided three photos for evaluation. The report of an extension line/luer hub separation was able to be confirmed by the photos. The customer also returned one 4-l cvc and one unopened cvc set for evaluation. Based on the sample received and clarification from the customer, the unopened kit is a representative sample. The returned catheter body was intentionally severed. Visual inspection of the catheter revealed the proximal extension line separated directly adjacent to the luer hub. A portion of the extension line was still molded into the luer hub. Microscopic examination confirmed the damage. The separation point appeared rough and jagged. Visual inspection of the returned representative kit revealed no obvious defects or anomalies. The proximal extension line outer diameter measured 2.17mm which is within the specifications of 2.13-2.21mm per product drawing. The proximal extension line inner diameter measured 1.4478mm which is within the specifications of 1.42-1.50mm per product drawing. This indicates that the extension line wall thickness measured within specifications. Functional inspection of the catheter was performed per the instructions for use (IFU) provided with the kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal, medial 1, and medial 2 extension lines were flushed using a lab inventory 10ml syringe. No leaks or blockages were observed. A manual tug test confirmed the distal, medial 1, and medial 2 extension lines were secured to their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual inspection revealed the proximal extension line separated directly adjacent to the luer hub. A device history record review was performed based on a potential lot with no relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that incident occurred while repositioning the patient who was intubated and ventilated at the time. After rolling, I was removing the glide sheets that was underneath the patient. His central venous catheter (cvc) was in the right side of the neck at the time of the incident. There was one port on the cvc that was not connected to any infusions and while I was removing the slide sheets by pulling, the port must have become stuck in the glide sheet and the white port and bionector that was attached to the white port snapped off. I heard a loud pop and saw that there was now an open line on the cvc. Additional information was requested but was not available at the time of the report.

Manufacturer narrative:
(B)(4).